Manufacturer narrative:
The device evaluation found a no display/no image issue. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image. There was no patient involvement.